Event description:
It was reported that a soft key of spectrum iq pump was not working. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the down arrow key was not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.